Event description:
Davinci robot permanent cautery hook was in use for the 10th time. Half of the plastic housing broke off in the patient. It is yellow, and the doctor was unable to find and remove the small yellow part that came off. Dates of use: (B)(6) 2010. Diagnosis or reason for use: total hysterectomy.